Event description:
The device was used during an unknown procedure. It was reported by the rep. The pt had a megacolon chagastco and went through a colorectal anastomosis with a device. However, the stapler did not open after its firing . After a ressection of the anastomosis, another anastomosis was performed with another device and had an excellent result. There was no consequence to the pt.